Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple cuts on the cable a review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the ccd (charge couple device). Three good faith efforts were performed for additional customer information, but no response was received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image on the screen and the image was black. There were no reports of patient harm.

Event description:
It was reported the camera head had no image on the screen and the image was black. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.